Event description:
The external pulse generator was returned for "repair." Follow-up determined that the user was unable to adjust the milliamperes, and that there was no patient incident report that accompanied it. No patient complications have been reported as a result of this event.

Event description:
The external pulse generator was returned for "repair." Follow-up determined that the user was unable to adjust the milliamperes, and that there was no patient incident report that accompanied it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator's milliamperes could not be adjusted. The generator passed its final quality assurance tests. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.